Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager fridge would not open without keys. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to the fridge misregistering the door status and preventing remote access. The field service engineer resolved the issue by replacing the latch harness and verified the repair using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager fridge would not open without keys. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager fridge would not open without keys. As per part investigation, it was determined that the button which activates the microswitch became stuck within the latch assembly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the reported issue of the "remote manager med storage fridge doesn't open without key" was confirmed during fse testing and further validated during the inspection process conducted in dchu. According to the work order (wo) (B)(4), the bd fse reported that the remote manager was recovering in the station application. Fse tested the storage space, and it was registering open when the door was closed. Fse replaced the latch and harness. An external inspection was carried out in the laboratory according to the established procedure. During inspection it was confirmed that the button that activates the microswitch is stuck. Laboratory testing was carried out with digital multimeter in continuity mode for the assy harness y assy latch; the harness passed the test without issues. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was the button that activates the microswitch, which became stuck within the latch assembly.